Event description:
A customer service specialist contacted baxter regarding a home patient (hp) that stated that the minicaps are faulty and they do not stay on. They also caused the patient to require antibiotics and to change the patient's catheter. No patient injury was reported. Baxter followed up with the nurse to obtain additional information and the nurse stated the minicap fell off in the shower and the patient was treated prophylactically and no adverse event developed. Baxter then contacted the nurse to obtain more information. The nurse states that the minicap falling off was a one time occurrence and the patient had since continued therapy and was doing fine. The sample was discarded.

Manufacturer narrative:
Per the nurse, the sample was discarded.